Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#/serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown, g2. Foreign: finland. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that when using stimulation, the patient feels a slight burning feeling in their spine. This feeling occurred after "+60 minutes" of MRI. Diagnostics/troubleshooting performed included that impedances were checked. The actions taken to resolve the issue included explanting both the lead and the ins. The issue was resolved at the time of the report. The patient was alive with injury at the time of the report. The patient injury details were that there was about 7.5mm-9.5mm of myelopathy above the lead top; the patient was doing ok otherwise. Additional information was received. It was reported that the device or therapy was causal or contributory with respect to the myelopathy since the patient had an MRI for over 1 hour. It was clarified that the burning feeling was heat felt along the lead track. The provided information has been confirmed with the physician/account.

Manufacturer narrative:
H3. Device analysis for ins (B)(6)revealed no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Device analysis for lead unknown revealed the lead body conductors broken at the anchor site. Conductors #4, #5, and #7 were broken 20 cm from the distal end. The lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was specified that the heat was felt at the spine area, at the top of the lead area, when stimulation was on. It was not known if the device/therapy caused or contributed to the myelopathy. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the statement ¿the patient had over 60min of mr¿ was the amount of active scanning time. Stim was turned off. The hcp does not believe the myelopathy could have contributed to the pain felt during the MRI, and the patient did not complaint during the scan. The patient started to feel the pain couple of weeks later, after the MRI.